Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated bilirubin, total results generated on the alinity c processing module. The following results were provided (mg/dl): (alinity normal range 0.2-1.2 mg/dl; ortho normal range 0.2- 1.3 mg/dl), sid: (B)(6), alinity 0.2 mg/dl, ortho 0.1 mg/dl (100% shift). No impact to patient management was reported.

Manufacturer narrative:
Service reviewed the instrument logs and determined that the cause of the falsely elevated results was the alinity c processing module serial number (B)(6). No additional discrepant total bilirubin results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic total bilirubin patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The alinity ci-series operations manual addresses operational precautions and limitations; troubleshooting, and system technology limitations. The operations manual also addresses troubleshooting of erratic sample results. Based on all reviewed data, a product deficiency was not identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.